Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had fallen down the stairs resulting in high impedance of the right ventricular lead. High lead thresholds were also noted. The lead was capped and replaced. No patient complications were reported as a result of this event.